Manufacturer narrative:
H.6. Investigation: bd received a sample and 4 photos from the customer for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter - hair, with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® sodium fluoride edta (fe) blood collection tubes experienced foreign matter in tube; biological and non-biological the following information was provided by the initial reporter: the customer stated ¿hair (foreign matter) was found in tube.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® sodium fluoride edta (fe) blood collection tubes experienced foreign matter in tube; biological and non-biological the following information was provided by the initial reporter: the customer stated ¿hair (foreign matter) was found in tube.¿